Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2011; sesr01 ipg, implanted (B)(6) 2011.

Event description:
It was reported that the patient was seen in the clinic with heart failure symptoms. The impedance on the left ventricular lead had risen and was high. The threshold was also high. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.